Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2016: the patient was pre-operatively diagnosed with status post fusion l3-s1 with pedicle screw instrumentation. Severe spinal stenosis, l2-l3 with fixed sagittal imbalance and underwent the following procedures: exploration of fusion and removal of hardware l3-s1. Posterior based osteotomy, l2-l3. Pedicle screw instrumentation, l1-s1 .posterolateral lumbar fusion, l1-l2, l2-l3, l3-l4, l4-l5, and l5-s1. Direct lateral interbody fusion through retroperitoneal approach with placement of anterior lumbar interbody cage, l2-l3 supplemented with bone morphogenic protein (bmp). As per operative notes,¿ the cage was placed from the anterior approach. It was tamped down slightly to move into a better position for correction of the deformity. This was done without complication. Rods were contoured appropriately. Appropriate in situ correction was used. Rods were contoured from l1-s1, screw testing was done, there were no complications. The transverse process and lamina were decorticated. Bone graft substitute and allograft bone was placed posterolaterally. A deep drain was placed. The fascia was closed. The skin was closed in layers.¿ the patient tolerated the procedure well without any intraoperative complications.